Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device evaluated by manufacturer? Not available.

Event description:
It was reported that the patient's left hip was revised due a femoral periprosthetic fracture sustained in a fall. An accolade ii stem, femoral head, and bipolar component were revised to a restoration modular stem construct, 2 cables, and another femoral head and bipolar component. Rep confirmed that there were no allegations against the revised femoral head and bipolar component, and that no further information will be released by the hospital or surgeon.